Manufacturer narrative:
Follow-up #1: date of submission 08/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: there were no pump reboot events observed in the black box. The battery compartment was cracked on the side from the threads to the cover. The battery cap was not returned with the pump. A test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test. There were no power interruptions duplicated during this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power. It was noted that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.